Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in two models of cartridges. The product investigation could not identify a root cause. Information was provided that the lens was implanted on (B)(6) 2017. The patient recovery from the reported event was indicated to be (B)(6) 2017. There is one other complaint in the lot. No further information is expected. (B)(4).

Event description:
A health authority employee reported that after an intraocular lens (iol) was implanted, the patient had a serious foreign body sensation on postoperative day one. The patient was treated with antibiotic eye drops, eye ointment and promoting cornea/conjunctiva growth eye drops. The event was noted to be resolved on postoperative day two. There is no further data provided or expected.